Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) system the patient went asystolic and coded. Cardiopulmonary resuscitation and pacing through the pacing system analyzer (psa) occurred. Before the patient coded, the right ventricular (rv) lead and right atrial (ra) leads had been successfully implanted, but access for the left ventricular (lv) lead had not been obtained. The lv lead port of the header was plugged and the procedure abandoned. At this time, information suggests that no lv lead is implanted. Further information was received that the patient was recently seen by the implanting physician and is doing very well.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Further details were provided that during the emergent situation at implant, the pacing system analyzer (psa) cables were connected directly to the terminal pin of the rv lead without a connector tool in place. The right ventricular (rv) lead's pacing impedance was greater than 2000 ohms and the shock impedance was greater than 200 ohms post implant with no noise noted on the lead. The day following implant it was determined the rv lead had pulled back from the header and was underinserted. Recently, a revision procedure was performed where the rv lead was disconnected from the header, cleaned, and reconnected with normal pacing impedances, thresholds, and sensing noted. However, the shock lead impedance remained high as the generator was out of the pocket. Once the generator was placed in the pocket a normal shock impedance was obtained. Boston scientific technical services (ts) discussed with the field representative it would be the physician's discretion to use the lead knowing the psa clips had been directly on the terminal pin as it uncertain if there would be any impact to the lead integrity. A new left ventricular (lv) lead was also implanted during this procedure. At this time, the system remains in service and no additional adverse patient effects were reported.